Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was able to turn on and engage in monitoring but some of the led segments did not illuminate. The system board was replaced and the unit functioned as designed. A service history record reveals that this unit was in the field for over one year with no previous reported issues prior to this reported event.

Event description:
Customer reported, "segments are missing from the led display. It could be possible for a nurse to misinterpret a number due to the display segment failures. Unit will engage in pt monitoring and alarms appear to be working normally." No known impact or consequences to pt.